Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
It was reported that peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service he was hospitalized with what felt like a ¿hot briquette inside¿ of him. Additionally, the patient stated they found ¿air pockets¿ inside of him. There was an inferred allegation that this event was due to the performance of the liberty select cycler in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported this patient presented to the emergency department on (B)(6) 2025 with severe abdominal pain. The patient was diagnosed through medical imaging with bloating due to gas and was released home on the same day. The patient¿s abdominal pain intensified over the next few days, and he was admitted to the hospital on (B)(6) 2025. Peritoneal effluent fluid cultures, and a white blood cell (wbc) count were obtained and tested in the hospital on (B)(6) 2025 which presented pasteurella multocida in the culture and a wbc count of 457/mm3. The patient was diagnosed with peritonitis described as a contamination from the patient per hospital discharge records in the outpatient clinic. It was unknown whether the patient has pets in the room during pd treatments as p. Multocida is typically house pet borne. The patient was prescribed intraperitoneal cefepime at 1000 mg daily for two weeks (to continue post-discharge) to address the infection while hospitalized. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged home on (B)(6) 2025. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event while on antibiotic therapy at home as he continues ccpd therapy on a newly received liberty select cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection can be attributed to a contamination event during pd therapy as reported by a medical professional. Nonadherence to asepsis through touch contamination during pd therapy is the leading source of transmission of peritonitis causing pathogens. Though it was unknown whether the patient had a house pet within proximity during pd treatments, this pathogen is typically transmitted from the upper respiratory tract of cats and dogs to susceptible patients. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
It was reported that peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service he was hospitalized with what felt like a ¿hot briquette inside¿ of him. Additionally, the patient stated they found ¿air pockets¿ inside of him. There was an inferred allegation that this event was due to the performance of the liberty select cycler in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported this patient presented to the emergency department on (B)(6) 2025 with severe abdominal pain. The patient was diagnosed through medical imaging with bloating due to gas and was released home on the same day. The patient¿s abdominal pain intensified over the next few days, and he was admitted to the hospital on (B)(6) 2025. Peritoneal effluent fluid cultures, and a white blood cell (wbc) count were obtained and tested in the hospital on (B)(6) 2025 which presented pasteurella multocida in the culture and a wbc count of 457/mm3. The patient was diagnosed with peritonitis described as a contamination from the patient per hospital discharge records in the outpatient clinic. It was unknown whether the patient has pets in the room during pd treatments as p. Multocida is typically house pet borne. The patient was prescribed intraperitoneal cefepime at 1000 mg daily for two weeks (to continue post-discharge) to address the infection while hospitalized. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged home on (B)(6) 2025. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event while on antibiotic therapy at home as he continues ccpd therapy on a newly received liberty select cycler.